Event description:
The hcp reported that while placing the bravo ph monitor the capsule did not attach to the patient's esophagus. It fell off into the patient's mouth. No serious injury to the patient was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.